Event description:
Reporter is complaining of having pain from essure for 4-5 of the 6 years that essure has been in. She feels she was pushed to have it instead of a tubal by (B)(6). She was informed it was made of titanium with a little nickel. At the time she was not allergic to nickel, however she now has developed an allergy to nickel. Recently she was diagnosed with adenomyosis. The reporter states almost all women who have this device have developed adenomyosis. In(B)(6) , women have died, which is very scary. The FDA needs to stop bayer from continuing to make these devices. Bayer's data is incorrect.